Manufacturer narrative:
No patient information provided as no patient was involved in this concern. Return requested. Replacement device shipped to site (B)(4) 2016. No parts have been received by manufacturer for analysis. No further issues have been reported.

Event description:
A site representative, technical dept., reported their navigation system articulating arm that would not tighten properly. No further details regarding the damage, or how it occurred, were provided. There was no patient present when this issue was identified.

Manufacturer narrative:
Medtronic investigation of returned suspect device finds that as reported, the vertek arm does not hold once tightened. The arm should have held with a downward force up to 14 lbs, but failed at 2.4 lbs. The arm also should have held with a side force of 10 lbs but failed at 1.8 lbs. The hardware investigation found that the reported event was related to a hardware issue. This issue was documented in a medtronic navigation hardware anomaly tracking database.